Event description:
Pt reported that, while priming, insulin leaked inside of the device's insulin cartridge chamber. No error messages were generated by he device. Pt's blood glucose was not affected, and no treatment was received.